Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose/protruded drive support disk. The unit had cracks on the lcd window corners, reservoir tube and battery threads, as well as a scratched lcd.